Event description:
Ous MDR - after an implantation time of about 34 months, oversensing was reported. No worsening of the pt's state of health was reported. The lead was explanted.

Manufacturer narrative:
Ous MDR - the analysis of the lead discovered fraying of the insulation 14 cm distal of the connector pin and fraying of the rope conductor to the vcs shock coil at just that site. This damage manifestation is with high probability to be regarded as the cause for the clinical complaint. The fraying of the insulation and the fraying of the rope conductor require excessive mechanical load at the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide info about the positional relationships of the implanted system in the body, were not available for analysis. The deformation of the fixation screw and the cuts in the insulation are probably due to the explantation. The analysis did not find any mfg errors or material defects at the lead.